Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved (monocryl suture) caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (monocryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics. Citation: obstet gynecol sci 2020;63(1):27-34; doi: https://doi.org/10.5468/ogs.2020.63.1.27. (B)(4).

Event description:
Title: wound complication among different skin closure techniques in the emergency cesarean section: a randomized control trial. This randomized controlled trial study aimed to compare different skin closure techniques during emergency cesarean section to identify the best technique with minimal wound complication rates. Over a period of 14 months (january 2013 to february 2014) a total of 300 women were enrolled in the study and were divided into 3 groups (group a, n=100, age range 27.0 ± 4.3 years; group b, n=102, age range=26.5 ± 3.8 years; group c, n=98, age range=26.5 ± 4.1 years). During the procedure in group b, the subcutaneous fat was closed using interrupted sutures of monocryl (polyglecaprone 25, 3-0; ethicon) and 3/8 circle cutting needles; the skin was closed via the subcuticular technique using the same suture material. Reported complications included seroma (n=4); wound gaping (n=2) in which 1 of the 2 women required multiple dressings administration of additional antibiotics and antipyretics, and secondary resuturing; wound infection (n=8); mild pain (n=91), moderate pain (n=10), severe pain (n=1). In conclusion, the use of staples for cesarean section skin closure is associated with an increased risk of wound complications and prolonged hospital stay postoperative visits.